Manufacturer narrative:
(B)(4). Sample available and requested for evaluation.

Event description:
A nurse contacted baxter product surveillance stating that a home patient (hp) contacted her to report that her cassette had a hole in the line during dwell. The nurse stated the hp brought her the sample as well as companion samples to the clinic. The nurse did not know what may have caused the hole in the line. The nurse stated the hp had already been given prophylactic antibiotics. The nurse contacted the hp earlier in the day and stated that the hp was doing well. There was no patient injury reported.